Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no alert/notification occurred. The patient experienced a hypoglycemic event after the alert for the critical low cgm reading had not sounded. No warning symptoms were reported but it was stated that the patient lost consciousness and that an ambulance was called by the patient´s smart watch. The patient was treated by the paramedics with nasal glucagon spray. It was stated that the patient did not need to go to the hospital, and at the time of the report the patient was stable. The performance data was evaluated. The allegation was confirmed. The probable cause is alert disabled, vibrate only, or always sound disabled. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. No additional patient or event information is available.